Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 26 events were reported for this quarter. Product return status: 16 devices were received. 10 devices were evaluated in the field. Event confirmation status: 22 reported events were confirmed. 4 reported events were not confirmed. Evaluation results: 22 devices were found to be affected by a bent foot. 4 devices had no problem found. Additional information: 26 devices were not labeled for single-use. 26 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 26 </noe> malfunction events in which the device was bent. 25 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 26 events were originally reported for this failure mode during the reporting quarter. - 5 events were inadvertently excluded. - 31 reported events are included in this follow-up record. Product return status 16 devices were received. 15 devices were evaluated in the field. Event confirmation status 27 reported events were confirmed. 4 reported events were not confirmed. Evaluation results 27 devices were found to be affected by a bent foot. 4 devices had no problem found.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device was bent. 30 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.